Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - degen disc disease/herniated disc pain/ spinal pain. It was reported that the patient stated that when he charges it got hot so he had not charged in several years. Patient needed an MRI. No further complications were reported/anticipated.